Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a patient developed an extended-spectrum beta-lactamases (esbl) klebsiella infection after a cystoscopy procedure using the cysto-nephro videoscope. The patient developed symptoms of burning, fatigue, falls and hypotension on (B)(6) 2024. The patient was treated with bactrim, meropenem, and ertapenem. They were treated for eight days total and then re-presented on (B)(6) 2024 with recurrence of infection and were treated for fourteen days. The infection was verified by blood and urine. The patient's condition was reported to be stable.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 (primary UDI number), d8, h2, h3, h6, h11. The device was not returned for evaluation. A field service engineer was dispatched to the customer site and performed a reprocessing in-service. During the in-service, multiple deviations from the standard cyf-v2 reprocessing protocols were observed: no precleaning steps performed, insufficient manual cleaning steps performed, and improper management of cleaning solutions for the device. Based on the results of the investigation, it is likely that the following led to the malfunction: multiple gaps in reprocessing the device correctly which could lead to contamination. The gaps in reprocessing were addressed with on-site in-services and training was provided to clinic staff to ensure reprocessing was compliant with the cyf-v2 reprocessing manual instructions date of issue 2023-03-31. The event can be prevented by following the instructions for use. Per cyf-v2 reprocessing manual date of issue 2023-03-31: it is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment, and have a thorough understanding of the following items: professional health and safety policies of your hospital. Instruction manuals for the endoscope, accessories, and all the other reprocessing equipment. Structure and handling of the endoscope and accessories. Handling of pertinent chemicals. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.